Event description:
It was reported the pt (B)(6) had surgery to replace an scs pocket adapter due to invalid impedance issues (previously reported). During that procedure, the ipg, leads and lead extension functioned properly when tested independently; however, when tested in conjunction with the new pocket adapter, invalid impedance readings were observed. The physician elected to keep the pocket adapter in place. Eventually, the physician elected to explant the pocket adapter which resolved the issue. Effective stimulation was restored post-operatively and the pt reported being satisfied with her coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.